Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all equipment at the site was placed under information technology quarantine and was unable to be used. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all information regarding ip addresses was requested from local information technology. A technical support specialist (tss) compared said ip addresses to data in salesforce and remote smart service and shared the data with the customer and instructed to follow the knowledge article - how to - vulnerability reporting procedure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all equipment at the site was placed under information technology quarantine and was unable to be used. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.